Event description:
High readings (400-500) when blood sugar was either normal or low enough for a hypoglycemic reaction. Readings were compared with another sct of strips that read normal (around 100). Rptr is concerned that others have this lot of strips and could be in danger.